Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report a leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, a restricted posterior leaflet, and off axis heart. While inserting the clip delivery system (cds) into the steerable guide catheter (sgc), too much air was observed in the hemostatic valve. Aspiration was performed to remove the air from the sgc. Due to the leak, the sgc was removed and replaced. One clip was successfully deployed on the mitral valve without issues. To further reduce mr, an nt clip was inserted and deployed. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.